Event description:
At start up the backlight is off. Also many tf appeared: 285003, 285002, 28/5001, 431002, 446026, 331001, 231022. I temporary attached a new front panel and managed to export the event log.its a demo unit.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue in case is deemed a reportable event since the malfunction 'tf 446028 clock error' leads the ventilator to switch to ambient state which causes the ventilator to become inoperable or stop working as intended. The root cause is a defective control board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. There was no patient's involvement at the time of the issue. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.